Manufacturer narrative:
The customer¿s experience with the black substance on new iui connectors was confirmed on 1 of the 5 sent in for investigation. The root cause of the black substance after further inspection on 4 of the 5 iui connectors was not identified. The visual inspection of the batch of iuis sent in show that 4 out of the 5 iuis are new with no signs of black residue. 1 (customer label bag 1) of the 4 appears new, but show screw markings where the hardware is mounted into the pump module. The last iui out of the 5 (customer label bag 2), shows obvious signs of black residue and being previously used. The hardware appears to be used and previously installed on a pump module. The mounting holes for the screws show definite signs of wear. Although it is apparent that the customer label bag 2 was previously used, a sample of the residue was isolated (to the extent possible) in order to perform analysis on the ftir is10 spectrometer. The ftir results were not able to provide a positive identification for this substance to any of the substances included in the san diego r&d¿s currently available commercial database of ftir spectra. The investigation showed the best match (78%) to a particle that was investigated in a previous complaint. In this complaint, the material was tentatively identified as a type of cohesive tape (composed of cellulose and lignin). A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported black substance on new iui connectors shortly after instillation and also prior to use. The black substance was also present on new unused iui connectors in packaging received from manufacturer. No patient involvement.